Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was undergoing implant surgery. It was reported that surgery was getting underway and the patient stopped breathing. It was stated that ¿everything stopped,¿ the crna rolled the patient supine from prone and the patient started breathing and their stats improved dramatically. It was noted that the patient was not implanted, but the issue was resolved, and they went home. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.